Manufacturer narrative:
(B)(4): the customer reported the device displayed ECG fault related to pads/paddles ECG. There was no report of pt involvement. The philips fse evaluated the device and replaced the power pca to resolve the issue.

Event description:
The customer reported the device displayed ECG fault related to pads/paddles ECG. There was no report of pt involvement.